Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on b)(6) 2021, b)(6) 2021 and b)(6)2021, a b)(6) year-old male child patient's infusion set's tubing detached/broken at site connector, prior to insertion. At the time of the event, his blood glucose level was 118 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.